Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was giving unusual grinding noises different from the normal rewind noises and customer stated that they can't hear insulin pump. Customer stated that insulin pump not giving them low reservoir warnings when the insulin was low in the reservoir. Customer stated that battery life diminished from 1st day and some batteries lasting less than seven days. No harm requiring medical intervention was reported. The device will not be returned for analysis.